Event description:
In 2006, this patient was implanted with a gore tag thoracic endoprosthesis. In 2008, imaging demonstrated a proximal type I endoleak. The following month, the patient underwent a successful reintervention in which another gore tag thoracic endoprosthesis was implanted to resolve the proximal type I endoleak. The patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Proximal type I endoleak.